Event description:
Literature was reviewed regarding early perforation after attempted conduction system pacing (csp). The authors described a patient who underwent the implant of a cardiac resynchronization therapy pacemaker (crt-p) with csp. Approximately four days later, the patient presented to the hospital with shortness of breath, presyncope, and a small contralateral pneumothorax managed with pigtail drainage. The lead exhibited intermittent loss of capture and appeared to have migrated and perforated the septum. Cardiac computerized tomography (CT) showed the lead through the septum and continued inside the septum and perforated the anterior groove and exited the heart. The lead was explanted and replaced with a standard crt system. The patient was discharged two days later with a small residual left-sided pneumothorax which was managed medically. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Continuation of d10: 7941 lead this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lead serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: early perforation after attempted conduction system pacing: lessons from the electrocardiogram. Heart rhythm case reports. 2026. 12:253¿257. Doi: 10.1016/j.hrcr.2025.11.010 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.